Manufacturer narrative:
B2 - outcomes attributed to adverse: correction manufacturer¿s investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files confirmed transient low flow alarms on 31oct2024. Slightly elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 1 of the IFU also lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ of the IFU lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient developed few low flow alarms overnight. Dobutamine was restarted and an echocardiogram was performed with a possible density seen in the left ventricle possibly near the inflow graft. The cause of the low flow alarms was not yet identified, but the low flow alarms resolved after the initiation of dobutamine. A transesophageal (tee) echocardiogram and lab work were planned. Log files were sent for review and the event log contained the onset of low flow estimates as well as sustained low flow hazard events on 31oct2024. These flow readings did not appear to be the result of any external equipment malfunction. The estimated flow readings did appear to increase above the alarm threshold in the few lines of data prior to the log file retrieval. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Additional information indicated that the low flows were not associated with inflow graft stenosis, but rather to the dobutamine being weaned off. Dobutamine was resumed 2.5 microgram/kilogram/minute. This failure to wean may have been exacerbated by hypovolemia. Intravenous rehydration was initiated on (B)(6) 2024. The left ventricular assist device (lvad) speed was reduced from 5200 to 5000 on (B)(6) 2024. A transthoracic echocardiogram was performed and the images showed a possible mobile echodensity on the inflow cannula. A transesophageal echocardiogram was performed for better images, and these images showed less concern for thrombus and were more consistent with muscle tissue. There were no reported patient symptoms during the time of the low flows. Additional information provided that the same patient had decreased alertness on (B)(6) 2024 and dizziness on (B)(6) 2024. The nurse noted a power cable disconnect that was on the alarm log, but never actually alarmed. Log files were sent for interrogation and they captured routine events, and the peripheral equipment was functioning as intended. Nothing unusual was noted. It was unclear what caused the patient's decreased alertness and dizziness, and a bedside transthoracic echocardiogram was done on (B)(6) 2024 to evaluate for cardiac and pump function, which showed no significant findings or etiology. More information regarding the patient was obtained on (B)(6) 2024. The patient had been on inotropic therapy since implantation on (B)(6) 2024. While the patient¿s inotropic requirement looks like it gradually had been weaned down from implant up until this recent episode, the first attempt to wean the dobutamine infusion totally off was on (B)(6) 2024. The patient was given roughly 1l of intravenous fluid and their dobutamine infusion was restarted at 2.5mcg/kg/min. The mobile density seen on 2d echo was confirmed by tee to be muscle tissue flap, which was clinically correlated with absence of coexisting hemolysis lab findings, and attending physician felt as though clot could be ruled out at this time. Additional information provided that on 09nov2024, diuretics were held and the volume goal was net even. The patient was able to come off of dobutamine on (B)(6) 2024. The symptoms resolved and the patient's diuretics were slowly started back. The patient was discharged home on (B)(6) 2024.